Event description:
Our office in another country, received an adverse event notification submitted as afssaps by a healthcare facility. The report was regarding a patient who experienced corneal abscess and hypopyon od while using multipurpose solution (private label). The patient has reportedly been admitted to the hospital. There is a risk of cornea opacification and corneal transplant. Patient treated with (unspecified) prescription medication. Additional info is being requested.

Manufacturer narrative:
Retain evaluation: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of product has not revealed any anomaly during the manufacturing processes. Root cause has not been established.